Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not report symptoms and was able to self-treat by "injecting less insulin." The customer had contact with a healthcare professional (hcp) where "a big difference is not normal" as the "sensor consistently showed over 60 units less." No additional treatment or third-party intervention was required for this issue. There was no report of death or permanent impairment associated with this event.